Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that unexpected resets occurred intermittently. The customer successfully resumed insulin delivery. Customer¿s blood glucose (bg) level was 34-250 mg/dl. No additional information was provided. Customer declined to complete troubleshooting for low bg.